Manufacturer narrative:
Jungwirth, a., nagy, l., schweizer, a., and borbas, p. (2014) influence of plate size and design upon healing of ulna shortening osteotomies. Swiss medical weekly. 144 (suppl 204), 14s. This refers to an unknown 3.5mm lcdcp plate and an unknown 2.7mm lcp plate. The investigation could not be completed and no conclusion could be drawn, as no deice was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature abstract: jungwirth, a., nagy, l., schweizer, a., and borbas, p. (2014) influence of plate size and design upon healing of ulna shortening osteotomies. Swiss medical weekly. 144 (suppl 204), 14s. This refers to a comparative study of 129 patients treated with ulna shortening osteotomies (uot) from 03/03 through 08/12. Treatment was with a 5 or 6 hole 3.5mm lcdcp plate in 75 patients between 03/03 and 05/1075 (group 1). The 2.7mm lcp plate was used beginning in 07/10 in 55 patients (group 2). There was one instance of plate loosening noted in group 1. This is report 2 of 2 for (B)(4). This report is for an unknown 3.5mm lcdcp plate and an unknown 2.7mm lcp plate. A copy of the literature article is being submitted with the medwatch.